Event description:
It was reported that post a novasure procedure, after ablation on (B)(6) 2026, a laparoscopic sterilization was performed by removal of the fallopian tubes. The patient came back a few days later on april (B)(6) 2026, reporting that the patient fell sick where the patient was admitted for high white blood cell count. The next day after admission, the patient developed sepsis, fever, low blood pressure and high respiration frequency. The patient was given broad spectrum antibiotics intravenous (IV), and curettage. The patient was then taken into intensive care for 24 hours and was then taken into the normal ward. The patient is now stable and was on IV antibiotics. Some bacteria were found in blood culture and in puss from the uterus. No other information is available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.